Event description:
It was reported that the patient experienced difficulty with exertion recently. The right ventricular lead had a polarity switch several months prior. The lead had intermittent loss of capture, noise noted on electrogram, high impedance and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).